Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While inserting an impella, a delivery issue occurred. During attempted placement, it was noted that the pump would not cross the iliac due to the right iliac being completely occluded and the left iliac being 90 percent occluded. The pump implant was aborted due to the restrictions caused by the patient's existing anatomy. No further information is available.